Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube and lip.

Manufacturer narrative:
(B)(6).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the numbers wont stop scrolling. Customer also states that the up arrow of the insulin pump would not work. The blood glucose reading is 300 mg/dl. The insulin pump will be replaced. Nothing further reported.